Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to advance due to kinks. The lead was not implanted and the operation was cancelled. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.